Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a reverse total shoulder, the surgeon sized the humeral stem and decided to use the ar-9501-06p the arthrex univers revers humeral stem size 6. The outer package was opened and placed in the sterile field. The surgeon was reaming to prep for the cup to go with the stem, and after reaming he attempted to do a trial and reduce the shoulder. The surgeon felt that he needed the trial to go deeper. The surgeon used a broach to obtain more depth, and while going deeper with the broach the humerus fractured. After the humerus fractured, the surgeon sized up on the broach to get a better fit. An ar-9501-07p, arthrex univers revers humeral stem, size 7 was brought in to complete the procedure successfully. The rep stated that the bone quality of the patient was soft and fragile. Additional information has been requested regarding the broach. Additional information received on 09/07/2018: the rep provided the part and lot number (ar-9510-06 / lot: 250130401) of the broach that was used during the procedure that caused the humerus fracture.

Manufacturer narrative:
The complaint on the device cannot be confirmed. At this time, it cannot be determined if the device may have caused or contributed to the patient¿s experience. During material and dimensional analysis, the ar-9510-06 met all as-received specifications.